Event description:
It was reported that the patient lost consciousness due to a low blood pressure. Appropriate first aid was performed prior to sending patient to the emergency room. The patient became aware of the surroundings while being transported by the paramedics. The patient was administered bolus of fluid in the emergency room and was released. The patient was doing well.